Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported the patient underwent a c2-c6 fusion procedure using rhbmp-2/acs. An unknown time post-op the patient developed a large seroma which reportedly "was caused by bmp". The patient developed a c5 and c6 palsy due to the seroma, and the patient has "lost the use of his arms". The patient has undergone chiropractic care, physical therapy, acupuncture, and exercise (stretches) to treat the condition. No additional information was provided.